Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm and pump error 4 alarm due to a hardware error, fault isolated to the electronic assembly.